Event description:
Pt reported obtaining back-to-back blood glucose results of 376 mg/dl and 150 mg/dl, while using the suspect device. Pt indicated that, based on the value of 150 mg/dl, he delivered 12 units of insulin aspart. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.